Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The complaint device was received and evaluated. Active tip shows signs of activation. Visual inspection of the device revealed a burnt manifold at the 5 o¿clock to 6 o¿clock position. The observed damage on the active tip would have led to a ¿output short¿ error message, confirming this complaint. As initially reported the device was being used in tight out-of-view areas surrounded by tissue, and procedural debris was found on the active tip, indicating the device was heavily used. Saline residue was found in the suction tube. Due to safety and protection of lab equipment, no testing was performed. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices released to distribution. The supplier completed a CAPA investigation to address this failure. The root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The affiliate reported via email during the case, the electrode began to cut out and the error message on the vapr console was that of output shortage. This is normally suggestive of a safety feature when an electrode inside the joint cuts out due to it making contact with another object/metal device but the surgeon reported this was not the case and that the area thought tight was surrounded by a lot of soft tissue. The surgeon understands it is a safety feature of some sort but can't understand when it cuts off when only dealing with soft tissue in a tight space that is hard to get to. He finds it too sensitive and was annoyed that he had to replace it with another electrode. Delay in surgery: 1 min action additional information received via email from the affiliate on 7-6-17 nothing fell in the patient. The electrode was activated approx 15 mins prior to the output short message the device was used intermittently when required. Surgeon is a very experienced user.